Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the that the warm touch blanket adhesive hurt the patient. The patient skin was reported to be red from the tape and the redness area was treated with riohex degermante (a topical antiseptic). It was reported that the patient is doing well.